Event description:
During a pci treatment procedure, the maverick otw 20/2.00 mm became stuck on the guidewire during advancement. No pt injuries or complications were reported. Pt status is reported as 'fine.'